Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was found to be kinked/bend at 13cm from the catheter tip. The catheter shaft was found to be broken/fractured at 22.5cm from the catheter tip. The catheter shaft was found to be deformed between 15 and 22 cm from the catheter tip. Functional inspection was not required as the damage was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. During the analysis the catheter shaft was seen to be kinked/bent, the catheter shaft was found to be broken/fractured and the catheter shaft was found to be deformed, therefore the as reported could be confirmed. An assignable cause of procedural factors will be assigned to reported codes "catheter shaft kinked/bent" and "other" as well as the analyzed codes 'catheter shaft broken/fractured during use", "catheter shaft kinked/bent" and "catheter shaft deformed", as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the subject catheter was fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.